Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) (B)(4) alleging the onetouch verio iq meter read inaccurately compared to another device. The patient reported blood glucose results of "15.1 mmol/l" with the subject meter and "8.1 mmol/l" on another meter, performed within 30 minutes of each other. The patient did not experience any symptoms or seek any medical attention because of the reported issue. As the results fell outside expected values for meter to meter accuracy testing, this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
(B)(4): the meter passed testing with no faults found. The test strips also passed testing with no faults found. The primary complaint was not confirmed. The patient also returned an additional vial of test strips (lot# 3221838) and evaluated by pa with the following finding: the test strips were evaluated and the primary complaint was not confirmed; however, a secondary issue was noted where an error 4 was observed during control solution testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.